Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and confirm the aggressive posteriorly sloped tibia and the femoral appears posteriorly rotated as well. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported event could not be definitively concluded. The assessed patient impact was the reported surgical outcome with an aggressive posterior slope and instability in extension in a patient with a ¿varus knee¿. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3

Event description:
It was reported that during a tka surgeon measured on the x-ray and there was about 10° more posterior slope, also the knee was unstable in extension with gapping in valgus and the patient had a varus knee. Attached are images from the pre-op and post op.